Manufacturer narrative:
Per the clinic, the device was explanted in (B)(6) 2026 (specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
Per the clinic, on (B)(6) 2025 (specific date not reported), the patient developed an infection over the implant site. Subsequently, a skin graft procedure was performed (specific date not reported); however, an open wound was still observed. The implanted device remains. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.